Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2016 with gi bleed and low hemoglobin. On (B)(6) 2016 egd was performed with clipping of lesion in duodenum. Acetylsalicylic acid (asa) was stopped. Patient was started on proton pump inhibitor twice daily and given 2 units packed red blood cells. The patient's inr goal range was decreased to between 2 and 2.5. The patient was discharged on (B)(6) 2016 and has not had gi bleed events after discharge. No additional information was provided.